Event description:
Light dispersion effect[vision abnormal nec]. Cloudy lens[device failure, defect]. Case description: device report: 2002103723us. A physician reported that a pt experienced a "light dispersion effect" after the implantation of a ceeon 911a lens (diopter 12.5) in the right eye. He reported that the lens appeared cloudy after implant, which was visible under a high powered slit lamp. The physician also indicated that he was unsure whether the abnormal vision was related to the ceeon lens. As of 2002, the lens remains implanted and outcome is unknown. No further info was provided. Additional info received 5/23/2002 an investigation of batch records and raw material inspection records revealed no deviations. Further info was not provided. Additional info received on 9/30/2002. The physician contacted the co to report that the lens has been explanted in a second surgery due to a "smoky" appearance. The lens was returned to the co for further investigation. Case comment: the reported events are light dispertion effect and lens appeared cloudy. Both reported terms need to be clarified. Did the pt have a glare after the iol implantation and this is reported as a light dispertion effect? Was the lens examined for defects prior to implantation in the eye? The case lacks info on pt details, indication of the iol implantation, details on surgical procedure and whether there were incidents during the surgery. If this surgical procedure was an extra capsular cataract operation with phacoemulsification and iol implant, what irrigation fluids and concomitant medication used. Was a viscoelastic used in the eye during the operation? Past medical history is not provided. More data are required for a proper assessment. Follow-up info has been requested. Both events are unlisted in the core data sheet. Comment on follow-up report 5/23/2002. Based on an investigation of batch records and raw material inspection records there is no evidence that this event could be a problem related to the mfg of the product. Comment on follow-up 9/30/2002 the lens was explanted and sent to pharmacia corp for technical analysis and a medical analysis for the reported adverse events will be performed after the technical analysis report. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR, or product caused or contributed to the event.